Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. The reported issue was unable to be duplicated. However, it was verified by the event history log review. According to the investigation the motor caused the reported problem. Service replaced the motor due to the battery depletion. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths cadd-legacy® 1 pump displayed alarm that the battery is depleted. There was no reported injury to the patient.